Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device location is unknown. The investigation is in process. Once the investigation is complete, a follow ¿up MDR will be submitted. Concomitant medical products: item #00771301100/ femoral stem/ lot # 61569688, item# 00784801400/ modular neck/ lot # unknown, item# 00877502802/ biolox head / lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 -05466.

Event description:
It was reported that patient underwent left hip revision surgery 5 years post implantation due to scar tissue, tissue damage, synovitis. During revision solidly ingrown femoral component was discovered. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: medical products: unknown competitor cup. Unknown competitor liner. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of op notes indicated patient was revised due to pain. Scar tissue, tissue damage, synovitis, and a solidly ingrown femoral component were encountered during the revision. The surgeon had difficulty dislocating zimmer/stryker hybrid femoral/acetabular liner components. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left hip revision surgery 5 years post implantation due to scar tissue, tissue damage, synovitis, and pain. During revision solidly ingrown femoral component was discovered. Attempts have been made and additional information on the reported event is unavailable at this time.